Event description:
It was reported by the contact that the customer received an altitude alarm during basal delivery. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in clearing the alarm.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.